Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 180 units. Additionally, it was reported that a cartridge alarm 1 (no pressure change when expected) occurred during the load process. The user's blood glucose level was 142 mg/dl. Reportedly, the user reverted to an alternate pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.